Event description:
An infant underwent open heart surgery and was placed on ECMO immediately post operatively. Three days later the patient underwent a circuit change. Approx, 48 hours later, the nurse was cleaning blood off a stop cock near the cone (bio-pump) with a saline soaked 4x4. When she wiped blood off the cone from the stop cock, she noted the cone to have fine cracks on it. She notified the md notified. The cone started to leak blood. The cone was changed. Baby desaturated during the change. Baby recovered on ECMO and remains on ECMO.